Event description:
Medtronic received information regarding a pipeline vantage that failed to open in the middle segment. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular middle cerebral artery (mca) bifurcation aneurysm. The aneurysm max diameter was 13mm and the neck diameter was 7mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered with pru level over 140. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline middle segment failed to open near the aneurysm neck. The device was resheathed twice and redeployed but still failed to open. No other maneuvers helped. No other steps or devices were required to open the pipeline. It was noted the pipeline was not positioned in a vessel bend. Less than 50% of the pipeline had been deployed when the failure to open occurred. The pipeline was resheathed and removed with the microcatheter. A pipeline vantage 3.25 x 20 was then used to successfully complete the procedure. Post-procedure angiography showed possible slight vasospasm at the distal superior m2 branch. It was noted there were no patient symptoms or additional complications associated with the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.